Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4260, competitor implantable pacing lead, (B)(6) 1988. (B)(4).

Event description:
It was reported that post operatively, the right atrial (ra) lead showed no capture. Under fluoroscopy, the ra lead appeared dislodged. The ra lead was repositioned and remains in use. No patient complications have been reported as a result of this event.